Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that during post-operative follow up a type ia endoleak was noted. An intervention was performed where the physician added an endurant ii cuff and excluder cuff and the endoleak was resolved. The physician attributed the endoleak due to the tortuosity on the proximal neck; therefore, the stent graft might have had difficulty in adhering to the vessel wall. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).